Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User did not utilize the continuous glucose monitoring (cgm) option of the g4 pump. User made bolus requests without entering current bg levels and still having insulin on board (iob). User sometimes did not make basal rate adjustments for the entire day. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Basal rates may have needed to be adjusted to compensate for daily activities. User has recently been using a more consistent basal rate profile. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels down to 36 (mg/dl). The cause of the low bg levels is unknown, however the customer believes it's related to the pump. Reportedly, the customer was diagnosed hypoglycemic and stated the customer used a lot of energy which may result in bg levels going down. The customer stated they addressed their bg level "on their own". A recommendation was made for the customer to discuss low bg levels with a healthcare provider.